Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported device was post paced twave oversensing on ventricular channel. Programming changes were suggested. Reprogramming changes will be done next follow up. Patient is in good condition.